Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to increase their stimulation after successful implant on 3/22. The patient got an error stating that internal device lost all data, contact clinician. Contributing factors were unknown. The patient contacted the manufacturer representative (rep) when they were unable to raise the stimulation. The rep saw the patient at the doctor's office. They got the same error when using the my therapy app. When in clinician mode, they got an error saying power on reset (por). After selecting the correct serial number in the handset, they initially connected with the ins, after that they only got the error cannot connect with device, retry. After multiple attempts of 'retry' and using multiple smart programmers, they were still unable to connect with the device. Eventually they moved to a different room and they were then able to interrogate the ins without any issues. All impedances were checked and ok and the patient was able to raise stimulation to a comfortable level. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.